Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement, the weekly battery voltage trend data shows min bat equal to 2.881 to 2.649 volts range between 07-jan-2013 and 10-jun-2013 is before device rrt less than equal to 2.6251 volt. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant product: 5072 implantable pacing lead, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported the device was just prior to reaching elective replacement indicator (eri) and there was possible early battery depletion. It was noted that the left ventricular (lv) lead had chronic high thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.